Event description:
An .035 amplatz wire was advanced into the indwelling 19cm catheter with case. Upon removal of the 19cm catheter, a 23cm glidepath catheter was advanced over the wire into the right atrium. Blood return was very good and there were no pt complaints of pain, difficulty of breathing, etc. The case was finished and the pt was sent out of the lab. The following day, the pt presented with serous fluid being aspirated from the catheter when flushed. She was send to the cath lab for a study and it was determined that the catheter tip was in the pericardial space. A pericardial drain was subsequently placed and ultimately the pt stabilized. Later, the pt presented with a stroke and was taken to an outside facility for treatment.

Manufacturer narrative:
The complaint of catheter malposition is inconclusive with the provided evidence. Received two images for eval of a catheter malposition. The first image was an x-ray which showed a catheter-like object which terminated near the 9th rib. The second image was a CT scan which was described by the facility as showing the "... Area of placement and associated blood vessels and known malignancy." Confirmation of the reported malposition is complicated with submission of a single point-of-view image and/or the radiology report/dictation. The cause of the catheter reportedly entering the pericardial space could not be determined without eval of the implicated product sample. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.